Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fse found dried serum coating the tip clamp, plunger clamp and sleeve in the reported problem area of the pipette assembly. Fse inspected and cleaned the parts in position 5 and all other position. The instrument was tested without further problem and was returned to expected operation.